Event description:
The patient reported she had an micl implantable collamer lens implanted in her right (od) eye. Now she is experiencing halos when looking at lights, especially at night. The surgeon prescribed eye drops which help. Also she has had loss of peripheral vision. The lens remains implanted.